Event description:
Consumer reports testing with their plink and getting readings they feel inaccurate. Analysis run on clark error grid using mean average reading (59) as ref. Point vs. Bd reading (89) yielded data points in the d range of the grid, outside acceptable limits.